Manufacturer narrative:
(B)(4). Date sent: 09/24/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? Yes, the patients anastomosis was compromised due to the incomplete staple line. They did defunction the patient so it will only be through time if we know if any long-term complications occurred. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? As per above, the powered circular anastomosis wasn¿t as intact as it should have been, the patient was fitted with a stoma and will only know if this can be reversed through time and the patient healing process what anatomical structure was device being fired on in the first firing? Colon what were the indications for surgery? Tumour in colon. What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. When was the staple retaining cap removed? Yes. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Visibility low down in the rectum is quite challenging he used tactile feedback was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? I would say he repositioned 1-2 times. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? 1 firing. Were their staples seen in the surgical field? There were incomplete staples detected beside the cut line in the specimen when it was removed were there staples seen in the cartridge deck after the firing? No. If the device was reloaded, was there difficulty reloading the device? No. What is the current status of the patient? Patient is doing really well and has been discharged from hospital. Response to the additional information provided on 24 august 2021, please clarify; what was the ultimate reason for converting to a colostomy? Incomplete anastomosis but potentially this would have happened with this patient anyway as it was a really difficult case. Was it the contour device, the powered stapler or patient factors? Difficult case combined with incomplete staple line from contour device h11: corrected data = b1, b2 and h1. Base on additional information captured in h10 the following fields have been corrected, b1, and h1.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the incomplete staple line, the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. 7 completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as the hand releases it, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples and cut line may be compromised. And for the malformed staples, before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/15/2021. D4: batch # 223a15. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. 7 completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. (Illustration 5) the firing trigger automatically returns to the intermediate position as soon as the hand releases it, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples and cut line may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the contour stapling device failed to staple in a colorectal case. This device was reloaded first firing was as planned; it was the 2nd firing that failed. While this was not an ideal situation for the patient, the suture was able to suture the area where the staples should have formed, and surgery went ahead as planned.